Manufacturer narrative:
Concomitant medical products: 407458 lead, implant date: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery reached end of service (eos). The ipg showed right ventricular (rv) lead infinite impedance warnings and low battery voltage. It was noted that these warnings as normal ipg behavior when the device reaches eos. The ipg was removed and replaced. No patient complications have been reported as a result of this event.